Event description:
It was reported that the device battery did not last as long as expected. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed on the bottom case and plunger assembly. The right plunger case and battery door were also cracked. The event history log (ehl) was reviewed. The investigator noted two errors: "battery communication timeout" and "depleted battery." Following the review of the ehl, the investigator powered the pump on, and checked the battery readings. The investigator noted that all the battery readings were within the required specifications. The pump had functioned as intended. The "battery communication timeout" and "battery depleted" errors were not replicated. No fault was found with the pump. The battery, interconnect board, right plunger case, and bottom case, were replaced as a preventative measure. The pump passed all the functional tests following the preventative maintenance.